Event description:
The report stated that during a laparoscopically assisted distal gastrectomy the ligasure atlas handpiece was activated, but did not seal the target tissue. During follow-up questioning the surgeon reported that the generator did sound an end tone, which indicated a complete seal cycle. The surgeon used another ligasure atlas handpiece for the procedure. It was reported that there was no pt injury.

Manufacturer narrative:
Date of initial report: february 26, 2008. The return of the incident sample has been requested. To date it has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted. See attached memorandum for additional info.